Event description:
There was no patient involved in this event. The device was switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(6) 2015. The pad-pak was removed and reinstalled on two occasions during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.